Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. Following rotablation, a 3.75mm x 12mm nc emerge® balloon catheter was advanced for dilatation. The balloon was inflated three times at 12, 12 and 16 atmospheres respectively. However, during third inflation at 16 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's status was good.